Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for low battery every two days. The blood glucose reading was 500 mg/dl. The customer treated with a bolus. The drive support cap appeared normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were observed. No irritation or soreness was reported at the insertion site. The time and date were correct. The basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform a high pressure test at that time and was advised to call back with a tubing clamp available to continue troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.